Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge unless the customer held the usb charging cable into position within the pump usb port. The issue persisted across multiple usb cables. There was no adverse impact to the customer's blood glucose (bg) level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Customer follow up on (B)(6) 2019: reportedly, the issue was resolved after the usb cable was replaced.